Manufacturer narrative:
The incident happened with a microtome, a device that is brought on the market for decades by multiple manufacturers. In this case, the incident happened with a sakura autosection microtome. A microtome is used in the histopathology process to cut slices of biopsy of human tissue; therefore, a microtome uses very sharp knives. The nature of the device requires for the user to pay attention and be careful when using it. Per 0006801-02 revg operating manual tissue-tek autosection automated microtome 5000 page 8, users shall "always lock the hand wheel and cover the cutting edge with the blade guard prior to manipulating the blade or the specimen, changing the specimen, or when the instrument is not in use". User error was suspected to be the possible cause, the customer has not been responsive to attempts to further investigate by sakura finetek europe and an investigation checklist was shared with the customer, which was not completed nor returned by the customer. Since the incident was not reported to sakura finetek by the laboratory immediately and sakura finetek europe was made aware 2 months after the incident, the possibilities in the investigation are limited as log files are not based on date but on analysis of sequence of events. As the unit has been used since it will be sheer impossible to review the logs for any strange behavior of the device. There is no further action taken by sakura finetek europe.

Event description:
Sakura finetek europe notified sakura finetek USA on 21-feb-2025 about the incident that occurred on (B)(6) 2024 at a healthcare facility in ireland. Sakura finetek europe was made aware of the incident on 05-feb-2025 by sakura sales manager in ireland and contacted the laboratory manager for information of the incident. It was reported that a staff member at a healthcare facility cut the tip of their thumb off on (B)(6) 2024 while using the sakura autosection microtome. The staff member was cutting tonsil control block and thought they had stopped the motion of the instrument. They proceeded to remove the block from the chuck. The motion of the instrument did not stop and the staff member got the tip of their thumb stuck between the blade and the block. The tip of the thumb was amputated and could not be reattached.